Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms. Additionally, the customer reported that the battery gauge and insulin gauge were observed to be "unreliable" and the pump was "incredibly sensitive to the cold to the point it is unusable". No additional information was provided. No follow up from tandem technical support is expected by the customer.